Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, a piece of plastic was left behind in a patient. There was no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reportedly was using an unidentified 10fr stent and the stent reportedly did not deploy well but eventually deployed and was placed in the patient. The users was also utilizing a boston scientific jagwire while the users reportedly had to pull hard during the procedure and the elevator was reportedly shredded the jagwire which resulted in device fragment being left inside the patient's body cavity. The device fragment was said to have been remained in the patient's small intestine. The users reported that the intended procedure was completed. The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the user's report. The elevator forceps riser was evaluated with an olympus forceps and an olympus sphincterotome with no restriction or blockage noted. There was no damage observed on the elevator forceps riser. The movements on the elevator forceps riser and the elevator lever were normal. The instrument channel was inspected with a boroscope, and no sign of kinks, dent marks, or foreign materials were noted. There was no missing parts or components noted on the referenced device, nor any findings that would likely cause or contribute to the reported event. This report is being submitted as a medical device report in an abundance of caution.